Manufacturer narrative:
Clinical evaluation performed by medical affairs director: head and liner revision occurred 1 month after cementless total hip arthroplasty. Stem subsidence may be due to a slightly undersized stem. The reason of this choice cannot be assessed having a single antero-posterior radiographic projection. No information concerning patient bmi, age and bone quality is available. The reason of this event cannot be determined with certainty. Batch review performed on 07 february 2019: lot 180757: (B)(4) items manufactured and released on 05-jun-2018. Expiration date: 2023-05-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 month and a half after primary surgery, complaining of pain caused by a subsided stem. The surgeon chooses to leave the stem in place but revised head and liner. The surgery was completed successfully.